Manufacturer narrative:
(Shp cable) this evaluation determined that the cause is attributable to the normal wear and tear of the shaver handpiece cable.

Event description:
On 19-mar-2026, a sales representative reported via (B)(4) that an ar-8332h shaver had exposed wires at the base. A case was involved with no patient harm.